Event description:
Sales rep for manufacturer took the wheelchair out of the carton and it allegedly drove erratically on initial joystick activation. Chair allegedly drove into a window. No injury alleged. Incident occurred on initial power up and test at the dealer. Chair was unoccupied at the time.

Manufacturer narrative:
Device was returned and evaluated 11/12/04, where it was determined that a malfunction had occurred. Issue is not due to user / dealer error. Device history record was reviewed and inidcates that chair was successfully tested prior to shipment from the manufacturer. Manufacturer is conducting additional testing / analysis on motor assembly in an attempt to identify root cause.